Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the packaging was not returned. It was reported the suture trimmer was moved irregularly and the rail suture was pulled too early. It should be noted that electronic perclose prostyle instructions for use (IFU), states: ¿securely wrap the rail suture limb around the left forefinger close to the skin. While maintaining guide wire access, simultaneously pull the rail suture limb coaxial to the tissue tract with slow, consistent increasing tension to advance the pre-tied suture knot to the access site and remove the perclose prostyle device (or the entire procedural sheath system if using pre-close technique) completely from the vessel with the right hand. Note: do not tighten the suture around the device or the procedural sheath. Avoid quick or jerky type movements with the suture limbs.¿ the IFU violation contributed to the reported difficulties. Based on the information received, the investigation determined that the reported issue appears to be related to user error. In this case, the non-rail suture was inadvertently pulled locking the knot prior to advancing the knot to the vessel wall leading to the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017- failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a premature ventricular contractions (pvs) ablation procedure using a 7f sheath. Reportedly, steps 1-4 went fine, but the prostyle device was stuck during removal from the anatomy. The lever was returned to its original position and the foot retracted prior to device removal. Widening of the nick and spread incision was done, using a hemostat without cutting the vessel, to remove the device. The suture was harvested successfully and so the suture trimmer was used to advance the knot; however, up and down motions were used when the suture trimmer was being advanced and the white non-rail suture was being pulled ahead of time, against the abbott sales representative's advise. The suture trimmer was removed and the knot was unable to be advanced successfully as it was tightened prematurely. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.